Event description:
Related manufacturer report number: 2017865-2022-44943. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were dislodged due to twiddler's syndrome. The physician attempted to reposition the rv lead, however, the helix was unable to extend. The ra and rv lead were explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. The reported event of a helix mechanism issue was confirmed. An x-ray examination of the lead revealed the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be successfully extended and retracted. The full helix extension length was measured to be within required performance specification. The cause of the reported event of a helix mechanism issue was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood and tissue.